Manufacturer narrative:
Device not returned.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms, non-sustained right ventricular oversensing was noted. The oversensing was due to post-paced t-wave oversensing. The device was reprogrammed during the device check to resolve the oversensing issue.